Event description:
It was reported that post-implant of a bifurcated device and suprarenal aortic extension, the patient was converted to open repair to treat an occlusion in the right external iliac distal to the bifurcated limb. Reportedly, after successful implantation of the bifurcated device and suprarenal aortic extension the patient developed cold leg and pain in the right leg, presumably related to an occlusion on the right side. Additionally, a computed tomography scan revealed an endoleak which was subsequently confirmed as type ii by radiologist. The devices were explanted and the patient was treated with bilateral axillo-femoral bypass. During conversion the source of occlusion was confirmed as being distal to the bifurcated limb in the region of the right external iliac. Reportedly, the patient tolerated the conversion procedure. Additional information: the patient had resolution of right leg ischemia after open conversion, though was paraplegic post-op then went into multisystem organ failure and expired two days later while in recovery.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Actual device was returned to endologix and a sample evaluation was conducted, yet no definite root cause could be determined. Furthermore, medical records were also reviewed by medical director and it was indicated that issues were likely the result of high risk patient with unfavorable anatomy. Review of lot records, work orders, and prior reports no issues with the lot were noted. Based upon the investigation findings, the root cause could not be determined based upon available information.